Event description:
It was reported that: "valve embolization during tavr procedure. Wattson wire was seemingly functioning properly during valve deployment. Loss of proper pacing was noted during the final moment of deployment, causing sudden movement of the heart, and the valve to be displaced backwards into the aorta. Embolized valve was drug backwards into the descending aorta and secured in place with a thoracic endograft. A new tavr valve was placed in the correct position. The patient did not experience any signs or symptoms due to this event. A temporary-permanent pacing lead was inserted and secured into the patient's rv to provide pacing during the second valve deployment. A new edwards tavr valve and delivery system was then placed through the graft and utilized to deploy a second tavr valve in the correct position across the aortic valve."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "valve embolization during tavr procedure. Wattson wire was seemingly functioning properly during valve deployment. Loss of proper pacing was noted during the final moment of deployment, causing sudden movement of the heart, and the valve to be displaced backwards into the aorta. Embolized valve was drug backwards into the descending aorta and secured in place with a thoracic endograft. A new tavr valve was placed in the correct position. The patient did not experience any signs or symptoms due to this event. A temporary-permanent pacing lead was inserted and secured into the patient's rv to provide pacing during the second valve deployment. A new edwards tavr valve and delivery system was then placed through the graft and utilized to deploy a second tavr valve in the correct position across the aortic valve.".

Manufacturer narrative:
Qn# (B)(4). The customer report of "loss of proper pacing" was able to be confirmed through review of the customer supplied video. The video shows the deployment of the valve. As the balloon is inflating, pacing appears consistent. At the end of the deployment, it appears that pacing is lost, and the balloon and valve embolize into the aorta. The customer returned one wattson wire, one adapter, and the device label for analysis. Visual analysis revealed one kink in the body of the wire, as well as one minor bend. No foreign material or excessive biological material was observed on the proximal electrodes. The wire and adapter were tested for continuity and resistance by r & d unit. The test was repeated a total of five times, and no issues were noted. The parts functioned as intended. Additional information indicated that the patient's current condition is fine. Additionally, as per the customer, it was stated that multiple potential issues may have contributed to the event including the electrical conductivity of the patient's heart tissue after a recent myocardial infarction, insufficient electrical threshold testing, initial positioning of the valve, valve deployment time, and the depth of the wattson wire within the left ventricle. A device history record review was performed, and no relevant findings w ere identified. Based on the customer report and the sample received, no product malfunction was identified.